Event description:
A report was received that the patient had an infection at the ipg site. Symptom was drainage at the ipg site. Antibiotics were prescribed. The physician did not know what caused the infection but believed that it was not device related. The patient underwent an explant procedure and the ipg and lead sites were irrigated. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-8216-70, serial (B)(4), description:artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.